Event description:
It was reported that during use the tracheostomy tube was leaking and not maintaining pressure. The patient had been suctioned 43 times within a 24hr period which had caused trauma and blood stained secretion. This patient required an excessive number of suctioning due to the leaking cuff; consequently an unplanned controlled emergency change of the tracheostomy tube was performed. On checking the tracheostomy cuff post change a build up of bubbles was noted in the cuff.